Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the therapy electrode recognition test. The cause for the test failure was isolated to open wires in the cable connecting the distribution node (dn) to the front therapy electrode (te), between ECG a and the front te. The root cause for the open wires was unable to be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the te recognition test. The last patient to use this electrode belt did not report any deficiencies.